Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have technical services (ts) analyze the remaining battery life of this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts reviewed available device data, noting the battery consumption had been increasing at an unexpected rate. As such, device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that a request was made to have technical services (ts) analyze the remaining battery life of this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts reviewed available device data, noting the battery consumption had been increasing at an unexpected rate. As such, device replacement or repeat data analysis within 90 days was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.